Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted the stent implant was stationary on the balloon between the markers. There was a flared strut on the first row at the distal end of the stent and a flared strut on the middle row of the stent, confirming the reported stent damage. The hypotube and jacket were separated 16.4 cm distal to the strain relief tubing, confirming the reported separation. The hypotube fracture face was oval shaped, as if kinked prior to separation. The hypotube jacket was stretched and jagged at the separation. There were multiple bends and a kink in the hypotube distal to the separation for a length of 54 cm. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, the patient anatomy was moderately calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the sds in the calcified anatomy and further manipulation of the shaft would have contributed to the shaft separation. Additional manipulation in the calcified lesion likely contributed to the noted stent damage. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The reported difficulties appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks and stent damage during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the patient presented with chest pain and was admitted for angiography. The target lesion was in the distal right coronary artery with moderate calcification. During an attempt to advance the rx zeta stent delivery system (sds), resistance was noted, and the shaft broke in two pieces at the proximal part of the hypotube, which damaged the stent. The sds was removed, and a non-abbott stent was used to complete the procedure successfully. There were no patient effects reported. No additional information is available.